Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was unable to be confirmed. During the device evaluation a visual inspection was performed that resulted in no abnormalities of the image found. Upon further troubleshooting, the scope was connected to the processor and ages for about two hours, the connector was shaken, the cable was shaken. Despite these attempts, the reported issue could not be reproduced. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The distributor reported to olympus on behalf of the customer the hd camera head had an image defect or sandstorm. The reported issue occurred during preparation of use for an unknown therapeutic procedure. The procedure was subsequently completed with a similar device. There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to g2 (uncheck healthcare professional from checkbox). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, there was no occurrence of the sandstorm image pointed out by the device, but there was the occurrence of another image abnormality. The crack on the side of the video connector indicates that an impact has been applied to the video connector. It is likely that the inside charged-coupled device (ccd) broke down at that time, resulting in the generation of images of the storm indicated. Olympus will continue to monitor field performance for this device.